Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values for test 3 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Data analysis of mean calculation from one set of comparison test data provided by end-user revealed accuracy criteria was not met (inratio 5.1 vs. Reference 2.1). No product is expected to be returned. In-house accuracy test was performed on retain strips. Customer's observation was not replicated. There is not sufficient information to determine the root cause. As of (B) (6) 2010, 2 discrepant results complaint was reported for lot #218917 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No correction action is required at this time.

Event description:
Caller alleged discrepant results compared with the lab.